Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient visited the office to have the external device checked as noise was reported while using the device in (B)(6) 2023. Furthermore, the mother reported that the recipient was exposed to a head trauma 3 years prior (2020) but they did not visit the office to check the internal device. Re-implantation is considered.

Event description:
The recipient visited the office to have the external device checked as noise was reported while using the device in (B)(6) 2023. Furthermore, the mother reported that the recipient was exposed to a head trauma 3 years prior (2020) but they did not visit the office to check the internal device. The user has been be re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient visited the office to have the external device checked as noise was reported while using the device in february 2023. Furthermore, the mother reported that the recipient was exposed to a head trauma 3 years prior (2020) but they did not visit the office to check the internal device. Re-implantation is considered. Follow-up measurements scheduled in 2 weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.